Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5cn78. Additional information received: the donuts were inspected after firing. The donut on the anvil side looked fine. The surgeon, said the donut on the anal side looked different than normal. Surgeon ended up having to sew the anastomoses. There were no patient consequences. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during and unknown procedure, the facility said they have a bad circular stapler. No other information is known at this time.